Event description:
It was reported that the customer was hospitalized with a high blood glucose reading of 682 mg/dl. The mother felt that the insulin pump was not delivering insulin properly. Troubleshooting was performed, and the insulin pump passed the prime test. The mother later called stating that the customer was again hospitalized for blood glucose levels over 500 mg/dl. The mother also stated that the customer went into the pool while she was still wearing her insulin pump. Advised that the insulin pump would be replaced due to water damage. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.